Event description:
As reported by the user facility: (B)(4). Infused chemo too fast, finished one half hour earlier than should have. Pump taken out of service. Additional information received from the facility on (B)(6) 2012 indicated that the reported incident was an underinfusion, and not an over infusion.

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The date of the event reported by the facility was (B)(6) 2012, but the operational log review indicated the last recorded infusions were on (B)(6) 2012. At 10:48:46 an infusion was started with a rate of 304.0 ml/h. At 11:18:45 the infusion was stopped with a total volume infused of 152.0ml or 103.1% of the expected volume. At 12:00:55 an infusion was started with a rate of 83.3ml/h. At 14:10:31 a "device alarm:005" occurred and the infusion stopped with a total volume infused of 180.0ml or 99.7% of the expected volume. At 14:12:12 an infusion was started with a rate of 304.0ml/h. At 14:29:00 another alarm occurred and the infusion stopped with a total volume infused of 84.5ml or 99.9% of the expected volume. At 14:29:17 the alarm was turned of and the pump was not used for the rest of the day. The log also shows on (B)(6) 2012, the pump was powered on and "device alarm: 005" was displayed. No infusions were performed. Per the operational log, the pump performed as intended. The last two recorded infusions were interrupted by "device alarm: 005." No over infusion or under infusion was noted in the log review. The pump was not functional when it was received. Visual examination revealed no obvious damage to the pump. The pump displayed "device alarm: 005." The controller board ((B)(4)) was found to be defective and was replaced. The pump was then tested three times for volumetric accuracy with a rate of 125ml/h and a volume to deliver of 25ml. The results were all within specification, 25ml in 11min 50sec, 11min 48sec and 11min 57sec (acceptable range = 11.10 min - 12.18 min). A historical review of the customer complaint database was conducted for complaint trends of a similar nature, and no adverse trends were identified for the controller board ((B)(4)). Based on the investigation conducted no specific conclusions can be drawn regarding the reported event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow-up report will be filed.